Manufacturer narrative:
The insulin pump was received with a detached end cap. Unable to perform the displacement test due to the detached end cap. The insulin pump has minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the cusotmer had a physical damaged on the insulin pump. The customer blood glucose level was 167 mg/dl. The customer stated that there is crack on case and it is not bumped or dropped. The customer stated that crack is seen on, the drive support cap is loose. The customer had no car accident. The customer was advised that we will sent replacement. The patient was asked verbally and in written form to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).